Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and found the ise buffer syringe cracked and leaked inside the syringe case. The fse replaced the ise buffer syringe and syringe case to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified analyzer resumed to normal operation. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining high patient results for sodium (na) with an f flag on their au480 clinical chemistry analyzer. The customer repeated the patient samples on another au analyzer and obtained normal results. The customer did not release the initial high results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patients demographics. The customer verbally provided the results for three (3) patients.